Manufacturer narrative:
(B)(4). On an unreported date the patient was recovered from the peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with pd therapy was not reported. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. The patient was treated with injection (inj.) Reflin 1 gram, inj. Vancomycin 1 gram and inj. Fortum 1 gram (route and frequency not reported) for the peritonitis. At the time of this report it was unknown if the patient had recovered from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number was unknown, therefore no sample evaluation or batch review could be performed. Should additional relevant information become available, a follow-up report will be submitted.